Manufacturer narrative:
The complainant reported that an irix-a inserter broke, the breakage was noticed following a case, there were no known patient complications. The complainant stated that two irix-a inserters were set up during the surgery and only one was used. It is unknown if the broken inserter was used during the surgery. The inserter that was used, functioned as intended during the case and the surgery proceeded as normal. Visual assessment of the returned inserter showed an instrument with repeated use. The tab of the implant inserter drawbar was fractured proximal to where the tab is located. It is unknown how the inserter was damaged. It may be possible that overtightening the inserter/inserter tip or incorrectly loading the inserter tip could contribute t the inserter malfunction. A DHR review was performed and there were no manufacturing anomalies identified. The device met all required specifications prior to being made available for distribution.

Event description:
The complainant reported that an irix-a inserter broke, the breakage was noticed following a case, there were no known patient complications.